Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low co2 results obtained on a dimension vista 1500 instrument on three patient samples. The customer also stated that quality controls (qcs) were within range on the day of the event. Siemens reviewed the data provided and determined that there was no indication of foaming or a reagent delivery issue. Additionally, siemens reviewed the instrument health report, which indicated a clog detected. Siemens instructed the customer to perform the following if this issue was to reoccur: verify sample preparation, confirm the drain is clear of gel, inspect sample for bubbles or foam, verify water connection at the aliquot pump and manifold, and inspect aliquot probe and flush valve. A sample integrity issue may have contributed to the discordant, falsely low co2 results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.